Event description:
The customer reported that the system shut down without command due to a defective power plug. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The defective power plug was replaced. The system was then found to be operating as intended.